Manufacturer narrative:
During the device history record review it was noticed that the reported lot number belongs to product 461412 not the reported product 461420. The following sections were updated: d1 brand name, d4 model number, d4 catalog number, d4 UDI #. The investigation findings are below: there were no physical samples or pictures submitted with this complaint report. Complaint shall be reopened if a sample is received. The lot number reported by the customer, 1910643264, does not correspond to product 461420. The lot number 1910643264 corresponds to product 461412. The device history record (DHR) files were reviewed and no discrepancies were found according to the failure mode reported. Since no physical sample was received for this report; the root cause of the reported condition stated by the customer could not be determined. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. We will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the hub separated from the tubing.